Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found on the dialysate port during treatment with one unit of prismaflex. Small bubbles were observed in the filter and attempts to remove the bubbles was unsuccessful. The treatment was discontinued and started over with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h10. H10: the actual sample was not available for investigation however, a picture was provided. The visual inspection of the provided picture showed a crack at the level of the dialysate port. The reported condition was verified. A cause was likely due to a mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.